Event description:
It was reported that this procedure was to treat a mildly tortuous, mildly calcified, 85-90% stenosed, mid right coronary artery. During a direct stent attempt a 3.0x33 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion. The 3.0x33 mm xience prime was retracted from the patient anatomy. The same 3.0x33 mm xience prime sds was re-inserted and advanced and attempts to cross the lesion were again unsuccessful. No force was applied during the unsuccessful attempts to cross the lesion. Resistance was felt during retraction of the sds from the patient anatomy. Additional dilatation was performed with an unspecified 2.5x20 mm balloon catheter. Another new 2.75x33 mm xience prime sds was advanced and the stent implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Failure to advance and difficulty to remove from the vessel could not be confirmed. Based on a visual and dimensional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent systems instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. In this case, it is unlikely that the reported IFU deviation caused or contributed to the complaint.

Manufacturer narrative:
(B)(4) - re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.